Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 2005355. Medical device expiration date: 2025-04-30 . Device manufacture date: 2020-05-19. Medical device lot #: 2005356. Medical device expiration date: 2025-04-30. Device manufacture date: 2020-05-25. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 50 ml bd plastipak¿ luer-lok¿ syringe experienced 8 cases of foreign matter in the fluid path, 3 cases of scale marking issues, 4 cases of damaged plunger rod, 8 cases of device damage while still considered operable, and 1 case of incorrect plunger rod position. The following information was provided by the initial reporter: 8 syringe with contamination, 3 bad print, 2 syringes with piece of plunger broken off, 2 deformed plungers, 4 syringes bottom broken off, 2 broken, 2 cracked syringes, 1 deformed rubber.

Event description:
It was reported that 50 ml bd plastipak¿ luer-lok¿ syringe experienced 8 cases of foreign matter in the fluid path, 3 cases of scale marking issues, 4 cases of damaged plunger rod, 8 cases of device damage while still considered operable, and 1 case of incorrect plunger rod position. The following information was provided by the initial reporter: 8 syringe with contamination, 3 bad print, 2 syringes with piece of plunger broken off, 2 deformed plungers, 4 syringes bottom broken off, 2 broken, 2 cracked syringes, 1 deformed rubber.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 2005355. Medical device expiration date: 2025-04-30 . Device manufacture date: 2020-05-19. Medical device lot #: 2005356. Medical device expiration date: 2025-04-30. Device manufacture date: 2020-05-25. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2006351. D.4. Medical device expiration date: 2025-05-31. H.4. Device manufacture date: 2020-06-09. D.4. Medical device lot #: 2006352. D.4. Medical device expiration date: 2025-05-31. H.4. Device manufacture date: 2020-06-15. D.4. Medical device lot #: 2006353. D.4. Medical device expiration date: 2025-05-31. H.4. Device manufacture date: 2020-06-24. D.4. Medical device lot #: 2103502. D.4. Medical device expiration date: 2026-02-28. H.4. Device manufacture date: 2021-03-28. D.4. Medical device lot #: 2005354. D.4. Medical device expiration date: 2025-04-30. H.4. Device manufacture date: 2020-05-19. D.4. Medical device lot #: 2009090. D.4. Medical device expiration date: 2025-08-31. H.4. Device manufacture date: 2020-09-14. D10: device available for eval? Yes. D10: returned to manufacturer on: 2022-01-07. H6: investigation summary: seventy-one samples received for investigation. All the samples sent are 50ll syringes with reference 300223(bulk reference). The 71 syringes sent are organized in 6 bags from different lot numbers listed: 2006351, 2006352, 2006353, 2103502, 2005354, 2005355, 2005356, 2009090. Complaint describes different defects that will be described and analyzed below. All lots are reviewed for all the defects reported in the complaint. Six syringes present damage in the plunger. Five syringes have the thumb press broken and one has damage in the top of the part. Possible root cause is due to a damage or hit on plunger during manufacturing process or transport between different parts of the manufacturing process. A project was initiated to reduce this failure on our products. Eleven syringes present damage in the barrel, these syringes have a piece of barrel flange broken. Possible root cause is associated with the manufacturing process, due to a hit during assembly or transport of the barrel. Three syringes present the stopper misassembled. Possible root cause is associated when there is a misalignment of plunger-stopper-barrel in the assembly station during assembly process. In assembly stations of 50ll manufacturing lines there is a vision system to detect stoppers bad assembled or missing stopper. In case any is defective it is rejected automatically to scrap. In this case, vision system has not detected the failure, and no rejection was made to the bad part. Four syringes are found to have defects in the scale. Four syringes present the scale blurred and light. In all cases the scale is legible. Possible root cause is associated with the marking machine, due to the ink not correctly transferred to the barrel due to a failure in the patterns that transfers the scale or in the flaming system that prepare material for ink penetration previously to ink transference. Next analyzed defects analyzed are foreign matter defects. Ink spots, embedded particles in barrels and plungers and particles outside and inside the fluid path have been detected. In twelve syringes ink spots have been noticed. Possible root cause is associated during marking process when paths or straps are deteriorated or broken, it may produce the ink spots noticed by customer. Nine syringes have embedded particles in barrels and six syringes have embedded particles in the plungers. Possible root cause is associated with the molding process of the barrel. Additionally, ten retained samples have been analyzed not finding any foreign matter in any of them. Before the injection machine is restarted up it is purged until the material is acceptable rejecting the first pieces. Injection machines are periodically subjected to maintenance and cleaning program. Particles have also been detected in two syringes, one syringe has a particle inside the fluid path and the other one, a particle outside the fluid path. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer and vacuum system used to remove any particles inside the barrel. Several projects have been opened to reduce the incidence of foreign matter in our product. Air bubbles in the barrel of the syringes are observed. Possible root cause is associated with the molding process due to air entrance in the mold. Injection machines are periodically subjected to maintenance and cleaning programs. This is a cosmetic defect, and the product functionality is not impacted. A device history review was performed for reported lots 2006351, 2006352, 2006353, 2103502, 2005354, 2005355, 2005356, 2009090, no deviations or non-conformances were identified during the manufacturing process that could have contributed to these reported issues. Molding parameters recorded in the device history record have been reviewed, all parameters are found to be within the validated process parameter window per procedure. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
It was reported that 50 ml bd plastipak¿ luer-lok¿ syringe experienced 8 cases of foreign matter in the fluid path, 3 cases of scale marking issues, 4 cases of damaged plunger rod, 8 cases of device damage while still considered operable, and 1 case of incorrect plunger rod position. The following information was provided by the initial reporter: 8 syringe with contamination, 3 bad print, 2 syringes with piece of plunger broken off, 2 deformed plungers, 4 syringes bottom broken off, 2 broken, 2 cracked syringes, 1 deformed rubber.